Manufacturer narrative:
Device received with constant pump error 38 alarm isolated to motor assembly due to moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was able to clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.